Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible treatment site responses post injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with one syringe of juvéderm volbella® xc in the perioral lines. Seventeen days later patient developed redness and significant swelling at the injection areas. The healthcare professional stated the swelling is also in the cheek area and lower eyes. The next day patient was given a medrol dose pack and clindamycin (7 day prescription, 300 mg twice daily). The patient was also treated with hylanex, and was told to start taking zyrtec, pepcid, benadryl, apply ice, and to keep their head elevated. Three days later the patient saw another plastic surgeon at another office where the patient received more hylanex and was given "stronger antibiotics". Symptoms are ongoing. Patient takes baby aspirin daily.